Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtbb1d1 cardiac resynchronization therapy - defibrillator, product ID: d314trg cardiac resynchronization therapy - defibrillator. Product ID: 419488 lead, product ID: 2292 analyzer cable. (B)(4).

Event description:
It was reported the psa (pace sense analyzer) cables, analyzer, and programmer failed to pace during a generator change on a dependent patient. Patient had been pacing off analyzer for approximately 5 minutes, when all of the sudden, patient went into asystole. The company representative increased output to 10 volts and there was still no capture. Patient experienced approximately 30-45 seconds of asystole before external pacing pads went into effect. Different instrument/programmer/external device used. The programmer and analyzer were returned for evaluation and repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; programmer and analyzer passed functional testing with no anomalies observed. Signal integrity was sufficient. No loss of analyzer output was observed. It was noted the analyzer battery returned with the analyzer was expired and measured 8.17 vdc (volts direct current); no fault found with analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.